Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main 2.1 drawer was sticking and required replacement. A field service engineer inserted a new drawer and put the original cubie back in. The customer counted the inventory in the drawer, found no issues, and the drawer was opening properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the main drawer 2.1 was sticking. The customer stated they were able to still use the drawer. The customer then relocated all the medications to another drawer they had space in. There were no adverse events or injuries reported based on this event.